Manufacturer narrative:
Report date: 07jul2021. There was no patient involvement.

Event description:
Customer reported of getting an alarm led failed error when powering on the unit. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse). The error code was discovered in the event logs, and the customer confirmed the reported issue. It was determined that the power switch overlay needed to be replaced to return the device to working condition. The customer replaced the power switch overlay to resolve the issue. The device successfully passed all required testing. Even though no parts were returned for investigation, previous investigations have shown that led overlay delamination is the primary mode of failure linked to this malfunction.